Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus elite ous mr 16 x 3.50 mm stent delivery system was returned for analysis. An examination of the stent found damage to the mid section of the stent with stent struts lifted and pulled in a proximal and distal direction. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-nov-2019. It was reported that crossing difficulties occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. Following pre-dilation, a 16 x 3.50mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with a 3.5x20mm promus premier stent. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.